Event description:
The staff found the PICC line completely severed just below the stabilizing wings of the device. The remaining tail of the PICC line was left in the patient. The neonatologist was notified and was able to remove the remaining portion of the line without difficulty or complication at the bedside. A peripheral IV was then established. No harm came to the patient. The doctor discarded the indwelling portion of the PICC line; however, the top portion of the device is available in the risk management department. The PICC line was inserted five days prior by a nurse trained in inserting such lines. No difficulties with the maintenance of the line were reported from the time of insertion up until the line was found to be severed. It remains unknown how the line became severed. Staff reported that this is the second time they have seen this happen in the last three months.